Event description:
It was reported that during testing the device was found with a loose green end cap. The end cap becoming loose during a procedure presents a possible infection risk. There was no patient impact or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing the device was found with a loose green end cap. The end cap becoming loose during a procedure presents a possible infection risk. There was no patient impact or significant procedural delays associated with the event.